Event description:
Additionally, patient reported feeling severe pain in the breasts mid-2019 and discovered that the devices had rupture without any impact. Device has been explanted.

Manufacturer narrative:
Additional data: b.5.,.b.6., g.1., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, baker grade iii/IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "breast pain plus signs of encapsulation" and capsular contracture baker grade iii/IV. The device remains implanted.